Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that insulin continuously dripped from the insulin pump when buttons were not pressed. Customer also reported a failed battery test alarm occurring when the battery was replaced. Customer's blood glucose was unknown. It was also reported insulin was squirting out during the manual prime process. Customer also stated they were unable to exit from the preparing to prime loop. Troubleshooting found insulin continued to drip after the act button was released. Customer stated the drive support cap appeared to be normal on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.